Event description:
Information was received from a consumer who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported that the patient was going to get their implantable neurostimulator (ins) removed because it wasn¿t working for her anymore. The patient was told that the ins battery would only be good for 2-3 years but the patient had it implanted for 7 years, so it was already ¿done. It was noted that the patient charged the ins and everything, but nothing helped and now the battery was dead. The patient also reported that the patient programmer (pp) wouldn¿t work six months prior to the report; ¿they couldn¿t get nothing¿ and even when their healthcare provider (hcp) gave the patient a replacement pp, it still didn¿t work. There were no reports of medical and no patient symptoms reported. There were no further complications reported.